Event description:
The customer observed a false reactive alinity I hiv ag/ab result for one antenatal patient sample. The following data was provided: (B)(6)2023 sid (B)(6)initial result = 26.43 s/co (reactive), additional data was provided for hbsag = 0.47 s/co. A new sample was collected (sid (B)(6)) and generated nonreactive results. The original sample was repeated and generated a reactive result. The sample was also positive with another method (bioplex). The customer performed genetic profile on the second sample (sid (B)(6)) and found that the two blood samples were not from the same patient. The customer asked for details of the samples run before sid (B)(6)and determined that the sample run just before the false reactive result was from a known hiv positive patient. No impact to patient management was reported.

Manufacturer narrative:
The instrument service history review for (B)(6)revealed one additional service ticket associated with discrepant/erratic alinity I hiv ag/ab patient results. However, the additional service ticket was a nonreactive result related to the reagent. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. Return testing was not completed as returns were not available. A review of tracking and trending for the alinity I processing module did not identify any trends. Review of the manufacturing documentation did not identify any issues associated with the complaint issue. Labeling was reviewed and found to adequately address the issue under review. Based on the investigation, no systemic issue or deficiency of the alinity I processing module for serial (B)(6)were identified.

Manufacturer narrative:
Section 5 describe event or problem was updated with additional patient information that was provided by the customer on (B)(6) 2024.

Event description:
The customer observed a false reactive alinity I hiv ag/ab result for one antenatal patient sample. The following data was provided: (B)(6) 2023 sid (B)(6) initial result = 26.43 s/co (reactive), additional data was provided for hbsag = 0.47 s/co. A new sample was collected (sid (B)(6)) and generated nonreactive results. The original sample was repeated and generated a reactive result. The sample was also positive with another method (bioplex). The customer performed genetic profile on the second sample (sid (B)(6)) and found that the two blood samples were not from the same patient. The customer asked for details of the samples run before sid (B)(6) and determined that the sample run just before the false reactive result was from a known hiv positive patient. No impact to patient management was reported. Update: additional clarifying information was received from the customer. The previous information provided about the genetic profile performed was for another patient. There is no evidence that the two samples tested for hiv were collected from separate people.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed a false reactive alinity I hiv ag/ab result for one antenatal patient sample. The following data was provided: (B)(6)2023, sid: (B)(6), initial result = 26.43 s/co (reactive), additional data was provided for hbsag = 0.47 s/co. A new sample was collected (sid: (B)(6)) and generated nonreactive results. The original sample was repeated and generated a reactive result. The sample was also positive with another method (bioplex). The customer performed genetic profile on the second sample (sid: (B)(6)) and found that the two blood samples were not from the same patient. The customer asked for details of the samples run before sid: (B)(6) and determined that the sample run just before the false reactive result was from a known hiv positive patient. No impact to patient management was reported.